Manufacturer narrative:
Date of event: unknown, information not provided. If implanted, if explanted, give date: not applicable as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics of a pcb00 20.0 diopter lens were stuck to each other. The lens was reported as explanted. Follow-up information was received which clarified that this not an explant in a secondary procedure, but there was patient contact as the iol was inserted and removed within the same procedure. An incision enlargement and sutures were required. The lens was removed and replaced with a model zcb00 20.0 diopter iol. The complaint lens was discarded by customer. Additionally, the customer explained that they began using bss (balanced salt solution) to prepare the lens, and they haven't had any problems since then. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .